Event description:
New information received notes that non-sustained lead noise due to post paced t wave oversensing recurred. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, post paced t wave oversensing was noted on ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.